Manufacturer narrative:
H.6 investigation summary : catalog # 445870, s/n (B)(6) : the customer reported that false negatives were occurring. No patient impact was reported. Through phone support it was discovered that due to the type of organism identified was know to grow slowly, the protocol was extended from 42 days to 56 days. This was cited as a possible reason for the false negative results. The root cause could not be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 2 of 2. It was reported that while using the bd bactec¿ mgit¿ 960 system, there were false negative results seen for one (1) patient. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using the bd bactec¿ mgit¿ 960 system, there were false negative results seen for one (1) patient. No patient impact reported.